Event description:
In the evening of 4/21/03, an ICU pt with a history of chf went into vfib. Pt was prepared for defibrillation using medtronic/physio control quik-combo pads (manufacturer p/n 3010188). Five shock attempts were initiated brfore it was noted that the pt's defib pads were not connected the pt's defib pads were not connected to the lp-9p defibrillator cable. The pads were connected and the pt resuscitated. Pt subsequently expired. Lp-9p pgave no visula indication that energy was not being delivered to pt. Manufacturer's sales rep informed of incident the next day and provided hosp with quik-combo opads that can be left attached to the defib cable.